Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was replaced and calibrated during the service call.

Event description:
It was reported that the 7700 system collimator failed compliance test. No pt injury was reported.